Manufacturer narrative:
Further review prompted a change in the device analysis results.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the lower case was broken, the battery drawer was broken, the ring and bails were missing, three brackets were missing from the back of the device and the battery flex showed signs of contamination. (B)(4).

Event description:
The device was returned to the manufacturer for preventive maintenance. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.